Manufacturer narrative:
Investigation summary: bd had received 7 samples, and one photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. 7 sample were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "tubes do not fill during blood collection. More than 600 tubes would be affected. A number had to be used because mobile blood drives had no choice. More than a hundred are in quarantine."